Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on (B)(6) 2017 that the insulin pump alarmed motor error and no delivery during basal. Blood glucose level at the time of incident was 288 mg/dl. During troubleshooting it was indicated that the insulin pump was not exposed to high magnetic fields and it was able to rewind. The alarm has occurred multiple times in the last 30 days. It was advised to discontinue use of the device and revert to a backup plan. The customer called back on (B)(6) 2017 to report they experienced diabetic ketoacidosis. Blood glucose at the time of incident is unknown. The customer stated they had not received the replacement insulin pump and continued to use it since they do not have a backup plan. It was advised to discontinue use of the device and talk to the doctor to get a backup plan. The insulin pump will be returned for analysis.